Event description:
It was reported that the patient presented to the emergency room experiencing chest pain. An echo cardiogram revealed the lead had perforated the patient. A cardiocentesis and pericardial effusion were performed. The lead was capped and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.